Manufacturer narrative:
Date recd by MFR: PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s.. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -10.0/+1.0/087 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2020. Intraoperatively the lens was exchanged with a shorter lens due to excessive vault. The vault problem was resolved. The cause of the event is reported as device: the lens implant was found to be too large in the patient's eye after implant. Right inferior corneal edema is reported after exchange; reference MFR file# 718182 for replacement lens.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a specimen cu; dry with residue on product. Visual inspection found no visible damage to lens and residue on lens. (B)(4).